Manufacturer narrative:
Initial and final MDR 1891636 - MDR 3003442380-2024-09195 - device 1 of 2

Event description:
Unomedical reference number (B)(6) event occurred in the united states. It was reported that patient faced two infusion set cannula kinked events on (B)(6)-2024 and (B)(6)2024. Event occurred within three hours of insertion. Insertion site was at abdomen. Blood glucose levels were 289 mg/dl at the time of event. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.